Event description:
During total hip arthroplasty, the hip stem component got "stuck" in the femur. The physician was not able to impact or disimpact the hip stem. The femur had to be windowed and a larger size was implanted with no further complications.